Event description:
It was reported that the customer was hospitalized due to hyperglycemia. The customer's nurse stated that the customer was wearing his infusion sets for longer than the recommended 2-3 days. The customer was advised to change his infusion sets every 2-3 days. The customer's nurse stated that there was no apparent issue with the insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.